Manufacturer narrative:
Additional information: (d) added UDI. Correction: (h) updated device manufacture date. Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml saline fill china sp had leakage. The following information was provided by the initial reporter: on (B)(6) 2025, after completing the blood draw, a pre-filled catheter flusher was used to flush the catheter. During the injection process, leakage occurred at the catheter piston. The pre-filled catheter flusher was immediately replaced for the patient to complete catheter sealing.